Event description:
A malfunction was reported on the customer's pump. The reported blood glucose level was 174 mg/dl, indicating no adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.